Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, they were unable to locate sensor wire. Patient removed transmitter prior to removal of sensor pod against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).